Manufacturer narrative:
It was noted that the stent was still on the catheter. The details of the return specified that "the stent had came off in the pt." This was apparently not the case. The stent was loose on the balloon but no signs that the stent had come off the balloon. If the stent had come off the balloon the entire length of the stent would have been expanded as it came over the balloon cone. There also were no signs on the stent of damage from snaring the stent. As received the stent had a 15" bend and there were no signs that the balloon had been attempted to be deployed. Measurements of the stent diameter were taken. The proximal end of the stent measured 2.45mm's, the center of the stent measured 2.52mm and the distal measured 2.79mm. The 7mm x 59mm stent diameter as crimped measure on average, 2.38mm. The larger diameter of the returned stent indicates that the stent flared as it was placed over the iliac arch. The stent was removed distally to inspect the folded balloon under the stent. The balloon under the stent had the impressions of the stent on its surface. The impressions are indicative of a properly crimped stent. Atrium 100% inspects the stents after crimping to ensure the stent was crimped. A review of the data from quality control indicated (B)(4). With no add'l procedural details, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore, determine root cause. Based on the info provided as well as no issues observed with either the data retained in quality control or the notes recorded. Atrium can find no fault with the mfg process or the device is question.

Event description:
Customer used a long 7 fr introducer up and over the iliac arch; stent came off in the pt.